Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no display in the monitor of arctic sun device and therapy was completed on the second device. Per follow up information received on 12-aug-2022, this device was not used on patients and the screen was blank.

Manufacturer narrative:
Upon investigation findings, bd has determined that this MDR was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no display in the monitor of arctic sun device and therapy was completed on the second device. Per follow up information received on 12-aug-2022, this device was not used on patients and the screen was blank.